Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were functionally tested and evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had clumping and erroneous results.